Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 02-feb-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019/ serial#: (B)(4). UDI #: 00888707002646 device available for evaluation: no. Mfg date: 22-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019/ serial#: (B)(4). UDI #: 00888707002646 device available for evaluation: no. Mfg date: 22-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2019/ serial#: (B)(4). UDI #: 00888707000369 device available for evaluation: no. Mfg date: 07-jan-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019/ serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 15-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 12-feb-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and batteries exhibited power switching and ¿beeps¿ were heard regardless of which battery was used. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual examination of the controller revealed contamination in power ports one (1) and two (2), likely due to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature switching events due to momentary disconnections involving all six batteries. Momentary disconnections will result in an audible tone or "beep." As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported premature power switching, and beeping events can be attributed to momentary disconnections between the controller and batteries. The observed contamination in the controller power ports may have contributed to the momentary disconnections. An internal investigation evaluated momentary disconnections. Additional products: d4: serial#: (B)(6), d10: yes, return date: 21-oct-2019, h3: yes, dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, d4: (B)(6), d10: yes, return date: 21-oct-2019 ,h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, d4: serial#: (B)(6), d10: yes, return date: 21-oct-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, d4: (B)(6), d10: yes, return date: 21-oct-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d4: serial#: (B)(6), d10: yes, return date: 21-oct-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, d4: serial#: (B)(6), d10: yes, return date: 21-oct-2019, h3: yes dev rtn to MFR? Yes, h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.